Manufacturer narrative:
Other implants involved are: liner: cc e cc light flat pe hc liner ø 36 / f reference 01.26.3648hct (k103352). Mectacer biolox delta ceramic ball head 12/14 ø 36 size l + 4 reference 01.29.210 (k112115). The lot number of the implants involved are not available

Event description:
Revision due to dislocation of the head 4 months after primary. Whilst the surgeon was implanting a new hooded inlay, the cup dislocated and there was a small fracture at the acetabulum, so the versafitcup was removed. The reason of dislocation was that the cup had too much anteversion.